Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and abdominal pain. The cause of the events was not reported. It was reported the patient was hospitalized due to cloudy effluent. It was reported the patient was treated with gentamycin injection (40mg, stat, intraperitoneal, discontinued the same day) and vancomycin injection (1g, stat, intraperitoneal, discontinued the same day) for cloudy effluent. Pd therapy was ongoing. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient recovered from the events. No additional information is available.